Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No button error alarm or ramping numbers noted during testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump communicated properly with sensor test. No lost sensor alarm noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that numbers were ramping on their own. The customer's blood glucose was 105 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.